Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the device's activity log. The device was put through extensive testing using a test battery without duplicating the reported malfunction. The battery connection assembly, and battery pins were replaced as a precaution. It is important to mention the battery used at the time of the reported event were not returned for evaluation. The device successfully passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device did not recognize the battery was installed. Complainant indicated that there was no patient involvement in the reported malfunction.